Event description:
Pump was set to run at 100ml/hr with a volume to infuse of 100ml. Channel a was loaded. Start was depressed, however the display did not indicate that the pump was running and free flow was observed in the drip chamber. The patient was disconnected and the pump quarantined for medical physics to investigate. No patient injury occurred.